Event description:
It was reported that the tuftex embolectomy catheter balloon did not deflate during a procedure. No injury was reported to the patient.

Manufacturer narrative:
The product was not received for evaluation. The provided photo confirmed the report. It shows the balloon of the device was still inflated and the lower ligature was observed detached and slipped toward the distal end of the catheter. This damage caused the balloon to move past the skive holes while still inflated and prevented the balloon from deflating. The ligature likely failed due to the pull force on the catheter during the procedure. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Additionally, we have not received any reports of similar issues occurring for this lot.